Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product investigation was completed: the visual investigation of the returned collinear reduction clamp has shown that the tip is completely broken off. Unfortunately we are not able to determine the exact cause which has led to this occurrence. This instrument is now more than 9 years old and for a long time in use. It is likely, that several mechanical overload situations during this long period of time have led to this damage. Because of that we evaluate this case due to a very long time of use. Device seems worn from normal use and servicing. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during preparation for surgery, the tip of the instrument was broken, a substitute device was used. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. Device history records was conducted. The report indicates that: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4) supplier: (B)(4) manufacturing date: 19 may 2006. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.